Event description:
The lay user/reporter conducted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was prompting apply sample and error 4. The pt had been unable to obtain a blood glucose result. On may 1, 2006 the paramedics were contacted and a 22 mg/dl result was obtained on the ems meter. The pt was transported to the hosp, where a 54 mg/dl was obtained. She received a glucagon injection. The customer care advocate verified that the test strips were in good condition and the meter was not exposed to temperatures outside the acceptable range. The cca reviewed the correct technique for sample application and discovered that the technique was incorrect. The test strips were drawing the sample into the test area. The cca walked the reporter through a retest and both issues were not resolved. The meter, test strips, and control solution were replaced. The senior medical affairs specialist spoke with the pt ten days after event date to obtain/verify info. The pt reported that the meter stopped working on april 28th or 29th. She developed sypmtoms of feeling weak and out of it on may 1st. She attempted to test throughout the time of concern; however, she was unable to obtain a blood glucose result. She maintained her insulin regimen of 100 units of n and 100 r in the morning and 100 of n and 100 r in the evening. She ate breakfast and lunch as usual. Sometime after lunch the pt lost consciousness. Her sister attempted to test her blood glucose level and the meter prompted error 4. The paramedics were contacted. A result of 22 mg/dl was obtained on the ems meter. She was given glucagon injection, which helped her regain consciousness during her transport to the hospital. Upon her arrival a result of 54 mg/dl was obtained on the ER meter. She was admitted for one week for diabetes related issues and pneumonia. She was not advised why she developed hypoglycemia. No changes were made to her medication regimen. This complaint is being reported due to the following conclusion: the pt was unable to obtain results for several days, maintained her insulin regimen, developed symptoms of hypoglycemia, lost consciousness, and received medical treatment for hypoglycemia.